Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 1 patient sample tested for vitamin d total on a cobas 8000 core unit. The date of event is either (B)(6) 2018. Clarification on the correct date has been requested. The initial vitamin d total result was 3.34 ng/ml. The sample was repeated and the result was 6.77 ng/ml. A new sample was obtained and the vitamin d total result was 16.20 ng/ml. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The vitamin d total reagent lot number was 34167100 with an expiration date of 30-jun-2019.

Manufacturer narrative:
The date of event was confirmed to be (B)(6) 2018.

Manufacturer narrative:
A general reagent issue can be excluded. Based on the pre-analytical information provided the event is consistent with a pre-analytical handling issue. The investigation could not identify a product problem. The cause of the event could not be determined.